Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report sleeve steering issues. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. It was noted restricted posterior leaflet and dilated annulus. The first clip was successfully deployed. Then a second clip delivery system (cds-00213u147) was advanced to the mitral valve. However, the clip could not grasp the leaflets. Therefore, the cds was removed with the clip attached. Then a third cds (00109u216) was advanced into the left atrium, however, the physician felt the cds was mis-keyed. The cds was removed and re-keyed. Although the cds was able to be re-advanced with no sleeve steering issues, the physician felt the cds did not feel right. Therefore, the cds was removed with the clip attached. Another cds was used to successfully complete the procedure. Two clips were implanted, and mr is 2. There were no adverse patient effects and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to these events. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on this information, a cause for the unintended movement- sleeve steering issue as well as a cause for the product quality problem-irregular texture could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.na